Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the (B)(6) of a break in aseptic technique, fever, pruritic rash, and peritonitis in a patient coincident with dianeal pd2 unknown bag therapy for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2011, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced fever (temperature was not reported), pruritic rash, peritonitis manifested by cloudy effluent, and was hospitalized that same day. On an unreported date, the patient began remedial therapy with "25mg amikacin/l of pd solution (loading dose)" and "12 mg/l pd solution thereafter", frequency was not reported; and heparin 300 iu per l dialysis solution. On (B)(6) 2011, the patient recovered from the peritonitis and was discharged from the hospital. The outcome for the events of fever and pruritic rash was not reported. It was not reported whether the patient was retrained in aseptic technique; therefore the outcome for the event of break in aseptic technique was not reported. It was not reported whether dianeal was ongoing. The nurse reported the event of peritonitis was unrelated to dianeal therapy. An assessment of causality was not reported for the events of fever, pruritic rash, and break in aseptic technique.